Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed help with putting in her infusion set. Customer stated that she kept getting a battery out limit alarm. Customer had called multiple times with issues and she is now ready to get to the point where she can insert set. Customer's blood glucose was 444 mg/dl at the time of the incident. Customer has a syringe and insulin but no clue how much to take. Customer stated that the pump alarmed after a battery change. Customer's blood glucose was 374 mg/dl at 3:50 pm. Customer stated that the pump was alarming at the time of the call. Customer was assisted with reprogramming the time and date. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer has not received multiple battery out limit alarms when the batteries are out of the pump for less than 1 minute. Customer was advised to monitor the pump.